Event description:
Wire would not pass thru catheter. No patient harm occurred another farawave was opened to complete the case. Vendor notified. Manufacturer response for pulsed field ablation catheter, farapulse farawave 31mm pulsed field ablation catheter (per site reporter).